Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation showed that the centered tip of the hexagonal screwdriver broke off. It also shows sign of wear and tear. The investigation was unable to determine the exact cause for this stress overload. The fracture is homogenous, which proves a perfect material quality. The inspection of material and production documents shows that the provided hexagonal screwdriver complies completely with all specifications. No product defect was established the complaint has been determined to be indeterminate. (B)(6).

Event description:
The small pin of the screwdriver tip broke off. This is 1 of 1 report for this complaint (B)(4).